Event description:
It was reported that the lead exhibited a change in atrial capture threshold. It was also noted that the p-wave amplitude was measured to be 0.2 mv, and impedance showed a slight change from 430 to 530 ohms. The patient did not experience any trauma to the chest. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - varying thresholds.